Event description:
A customer contacted global technical services (gts) regarding a reload set 200 alarm that appeared on the homechoice (hc) unit during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture or tear in cassette sheeting. The cassette was replaced and therapy was restarted. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.

Manufacturer narrative:
Sample availability unknown at this time.